Manufacturer narrative:
The reported event of lead noise was confirmed. A complete lead was returned for analysis. Final analysis found a lead to can external abrasion, breaching the outer insulation and exposing the outer coil 11.8 cm to 12.1 cm from the connector pin. The cause of the reported event was isolated to this insulation abrasion.

Event description:
It was reported that the patient presented for a routine device upgrade procedure. Prior to the procedure, the patient's atrial lead exhibited lead noise resulting in inappropriate therapy. On (B)(6) 2018, the lead was capped and replaced during the upgrade procedure. The patient was stable throughout.